Event description:
Arjohuntleigh received a customer complaint where it was indicated that while raising the resident on the sara 3000 lift in order to transfer the resident, the resident's feet slid off the footplate. This cause the resident to fall forward striking her face on the lifting arm. There were personal injuries (the cut and bruising on the patient's lip and chin area) sustained as a result of the event.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was reported that a patient's feet slipped off the foot plate support, during the lifting procedures with the sara 3000 device. When reviewing similar reportable events for sara 3000 devices, we have found two cases with the similar fault description related to the one investigated here: patient's feet slipped off the foot plate. The occurrence rate of a reportable complaint with this fault description is low. When the event occurred, the device was used for treatment of a person, it played a role in the event. The event outcome was indicted to be the cut and bruising on the patient's lip and chin area. The hoist was put through a function test by the arjohuntleigh representative that visited the customer site. The device was in full working order. From this it appears the device was up to specification at the time of the incident. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Sara 3000 is designed to approach the resident from the front with the lift. The lift should be carefully pushed toward the resident to position patient's feet on the foot support plate and to enable full lower leg contact with the knee support. The lifting procedures could be initiated only when the resident's feet remain in full contact with the foot support. According to the instruction for use delivered as supplied with each device; when patient is raised upward, the caregiver should ensure that the resident' feet do not lift from the foot support. If this should happen, the resident should be lowered immediately until his/her feet reach the support or floor. Based on the internal investigation, it has been concluded that the combination of three factors are considered to be contributors to the reported situation: incorrect position of patient feet; incorrect position of patient knee; patient unable to bear his weight. From our evaluation it appears a number of use errors have caused the event; the most relevant use error being a failure to positioning the person to be transferred before use. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. Also it is clearly stated that before using the device, the caregiver is obligated to make sure that the patient's legs and feet are positioned correctly. According to the above and based on received information user error cannot be ruled out as no training records were provided. When the IFU would have been followed and before handling with the involved device the patient was suited for active transfer accordingly, the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Importer ref# (B)(6).